Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) displayed for the ipg. It is unknown if the eri message triggered earlier than intended. The device is providing therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Initial report had errors: b5: initial report should have said that eri message was determined to be true, not that this was unknown. (Correction). H6 - patient code: 2199 should have been submitted in initial report. (Correction). H6 - device code: 3190 should have been submitted in initial report (correction). Previous report had errors: h6 - results code: "no findings available" should have been submitted in previous report (correction). H6 - conclusions code: "cause not established" should have been submitted in earlier report (correction).

Event description:
Additional information was received that the ipg reached end of service. Surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.